Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported the device worked well initially but about 6 months following implant it started to shock them. They were told to turn it down and they tried multiple different ways of adjusting it but was not able to resolve it and ended up turning the device off.